Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy peritonitis dialysis (pd) effluent, fever, vomiting and abdominal pain. On an unknown date, the patient was hospitalized for the event and treated with unspecified antibiotics for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. It was reported that the patient was retrained on proper aseptic technique. No additional information is available.